Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Subsequently, the customer went to the emergency room (ER) due to a blood glucose level of 498 mg/dl. The customer was treated with intravenous saline and insulin. At the time of the report to tandem technical support the customer was still in the ER. The customer declined further follow up from tandem technical support. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.